Manufacturer narrative:
(B)(4). "Diabets" mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a signal loss and a hypoglycemic event was reported. The patient stated that at 7:17am, her son found her experiencing a hypoglycemic event and an ambulance was called. While waiting for the ambulance, the patient's son helped the patient by providing her with two jelly babies. The patient's neighbor helped by giving the patient a cup of tea with sugar, a bowl of cereal with sugar and another two jelly babies. At that time or treatment, their blood glucose increased to 18 mmol/l. When the ambulance arrived, no treatments were made due to the patient taking sugar treatment prior to their arrival. The patient was unable to recall what the ambulance crew had advised the patient to do but remembers they may have stated to rest and check their blood sugars on a regular basis. Additionally, it was reported that due to the signal loss, finger sticks were performed to confirm that the patient was hypoglycemic. At the time of contact, the patient was in stable condition but stated they felt cold and weak after the hypoglycemic event. Data was provided for investigation. Confirmation of allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No additional patient or event information is available.